Manufacturer narrative:
Section d9 updated to date device was received for evaluation. Section h6 evaluation codes updated due to device evaluation. Method code (annex b) = remove b21 and add b01 result code (annex c) = remove c21 and add c13 conclusion code (annes d) = remove d16 and add d02 component code (annex g) = remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the ht70 ventilator generated an alarm, and ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator, duplicated the unit alarming and shutting down, and replaced the control board. Additionally, sp replaced the on/off solenoid valve since the positive end expiratory pressure (peep) was outside the permissible range and replaced the inlet filter cover due to damage, as a secondary issue and is not related to the reported issue. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported issue was isolated in the field due to a potential fault in the control board. The cause of the secondary issue of peep out of permissible range was isolated to a potential fault in the on/off solenoid valve. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Review of the ventilator logs confirms the reported event that ventilation stopped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the ht70 ventilator generated an alarm and ventilation stopped. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes updated due to analysis of returned part result code (annex c) = add additional code conclusion code (annes d) = remove d02 and add d01 component code (annex g) = remove g02005 and add g0201201 h3 device evaluation summary: was updated due to the analysis of returned part medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the ht70 ventilator generated an alarm, and ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator, duplicated the unit alarming and shutting down, and replaced the control board. Additionally, sp replaced the on/off solenoid valve since the positive end expiratory pressure(peep) was outside the permissible range, as a secondary issue and is not related to the reported issue. Sp also replaced the inlet filter cover to address cosmetic damage. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The on/off solenoid valve and inlet filter cover were not returned to medtronic for failure investigation. One control board was returned to medtronic for failure investigation. Visual inspection of the returned control board revealed the c92 capacitor had damages similar to shorting. Due to the damages, the control board was not functionally tested. If a failure of the c92 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported issue was isolated to a faulty c92 capacitor on the control board. There is an existing previous internal investigation regarding this issue. The cause of the secondary issue of peep out of permissible range was isolated to a potential fault in the on/off solenoid valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.